Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep), which indicated that the pump was used to deliver bupivacaine, unknown baclofen, and another unknown drug. Dose and concentration information was unknown. It was reported that, approximately six months prior to the report date, the patient reported a return of symptoms and that they were not happy with their therapy and pain coverage. For this reason, the hcp at that time decided to increase the daily dosage without any therapeutic advantages. It was also noted that the drug concentration had been increase by about 20% and the patient was still reporting not being sufficiently covered. The pump was filled with a mixture of drugs, including baclofen. A few weeks prior to the date of the report, a new hcp took the patient into their care. The current hcp was aware that the mixture was off-label and could potentially lead to pump malfunctions or affect infusion that could explain the patient's complaints. The hcp therefore did some tests and realized that the complaint might have had a psychosomatic origin. The hcp's opinion was that the pump was working as programmed and that the patient was experiencing psychosomatic issues. The hcp decided that the patient did not need baclofen, so they reduced the baclofen dose with the intent of removing it and leaving only one drug in the pump. It was noted that, when the hcp stated they were going to reduce the drug dose, the patient complained. The hcp therefore wanted to program a bridge bolus to tra nsition from the old drugs to the new drugs. Technical services reviewed bridge bolus considerations. It was also reported that the hcp was considering a dye study, but there had been no known volume discrepancies at pump refills. At the time of this report, the issue was not resolved.

Event description:
Additional information received from the consumer (con) reported that since (B)(6) 2022 the patient has been in and out of the ER (emergency room) 4 times. The patient thought either the catheter was partially closed or fully closed. The noted that they were going to see a new physician on wednesday ((B)(6) 2023) and they were going to call and have the medtronic representative paged.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding the patient infusion pump. The indication for use was non-malignant pain. It was reported that the patient stated "about 2 months ago or so" she started feeling pain around the pump and to the right and stated she does not feel that the medication was being delivered. The patient stated she was "in so much pain she cant stand it and it is hard to walk". The patient then stated "since implant" she has had lumps "in her spine" like the lumps are "swelling in the spine' the patient stated the doctor told her he thought it was normal swelling due to the surgery but the swelling has not gone down. The patient stated her doctor has ordered x-rays to look at the spine and told her to call to see if she is eligible to have magnetic resonance imaging (MRI). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported the physician was working on getting the dye study set up. The patient stated they had now been in the ER (emergency room) 6x¿s in the last 4 months.

Event description:
Additional information received from the patient indicated that they requested a manufacturer representative (rep) be present at their appointment on (B)(6) 2023. The patient had a new pump doctor. Per the patient, they had "lived in the hospital since (B)(6)". The patient was "on over 800 of fentanyl and 500 of baclofen", but their doctor started "taking the baclofen out 20-40% per week" in the beginning of (B)(6). The patient saw their family health provider shortly afterwards, who sent them back to the hospital due to the "inability to get a blood pressure". The patient's doctor was now saying that they didn't have chronic regional pain syndrome after they put them "on that high medicine" and the patient didn't know what they were on because they declined to give them printouts when they asked. The patient had been given nerve blocks, was "loaded up" on medication and "like I said, 15 things there". The patient went through "horrific withdrawal". The patient's mom had to feed them, dress them and be with them "24/7". The patient's doctor kept "taking me down despite telling him how I was feeling". They took the patient down "below 200 fentanyl by (B)(6)". Now they had put some back in, but they were "draining me down again and said he's going to take 20% more out of me". The patient's mom told them "no because what you did to her last time almost killed her", but the doctor" said he was going to". The patient's neurosurgeon did a dye study and the manufacturer representative showed up. Per the patient, the rep "saw my feet and spine and was not impressed". The patient's healthcare provider (hcp) "had me in a room for two months". Per the patient, the staff warned the patient that if they made "any comments to the hcp, they will be dropped by the hcp". The patient again reported that they had a "huge lump in their spine" and "half of their spine was sticking out" since the pump was implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that she had been sick and having pump issues since about last august and had been sick for many months. About 1.5 weeks ago, they did an x-ray and found that the catheter was coming out of l4, and yesterday she went to another facility, and they found the catheter had kinked. She was told to call in to find a hospital that would work on the catheter because they would not because they did not put the catheter in. The patient also stated that she had an appointment on june 19th to talk to a surgeon and they said they wouldn¿t see her because they didn¿t implant the pump. Per the patient, she did have a new managing physician. The patient was redirected to her new managing physician for assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.